Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-may-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient was to undergo an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that when trying to advance the dilator through the carto vizigo¿ 8.5f. Bi-directional guiding sheath ¿ medium the hemostatic valve broke. The carto vizigo¿ 8.5f. Bi-directional guiding sheath ¿ medium was exchanged and the procedure was continued. Additional information was received on the event. The hemostatic valve is believed to have broken when the physician inserted the dilator. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient. This issue did not require percutaneous or surgical removal. Blood return was observed. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 5ml. No medical intervention was required to stop the bleeding. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The device evaluation was completed on 31-may-2022. It was reported that a patient was to undergo an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that when trying to advance the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium the hemostatic valve broke. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged and the procedure was continued. Additional information was received on the event. The hemostatic valve is believed to have broken when the physician inserted the dilator. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient. This issue did not require percutaneous or surgical removal. Blood return was observed. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 5ml. No medical intervention was required to stop the bleeding. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and backpressure test of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. Back pressure test was performed, and values were observed within specifications, no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).